Event description:
It was reported that three of the catheters in this batch were connected with mz connectors. When withdrawing the blood to judge if the catheter was inserted successfully, bubbles were generated in the syringe consecutively. Despite replacement of the mz connectors or heparin cap and the syringes, the problem above still occurred. After comparison the connector of the piccs in this batch with that of the previous catheters, the customer found that the connector of this batch is smaller than that of the previous catheter. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5241 showed fifty other similar product complaint(s) from this lot number.